Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported experiencing elevated blood glucose levels of approximately 400 mg/dl and ketone positive after a bolus since (B)(6) 2012. Patient's normal blood glucose level was not provided. Patient stated he changed the infusion set and the insertion site without any success. Patient reported he switched to his backup infusion device on (B)(6) 2013 and at this time his blood glucose level is okay. Patient stated he thinks the infusion device delivery of the bolus is not correct. No further information is available. The patient did not require assistance from a health care professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.